Event description:
During abdominal colectomy procedure, surgeon engaged pursestring device, heard a noise. Observed the (plastic) on device with crack through it. The device did create the pursestring. Health professional's impression======================no adverse event.